Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the reliance 4-front active fix perforations for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation and dislodgement which was confirmed via echocardiogram and x ray. In addition, this patient with this rv lead experienced pain when pacing, pericardial effusion and discomfort. A pericardial window and drain were performed. Subsequently, this rv lead was explanted, replaced with different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to perforation and dislodgement which was confirmed via echocardiogram and x ray. In addition, this patient with this rv lead experienced pain when pacing, pericardial effusion and discomfort. A pericardial window and drain were performed. Subsequently, this rv lead was explanted, replaced with different model and will not be returned. No additional adverse patient effects were reported.